Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 228 mg/dl at the time of the incident. The customer stated that the reservoir compartment was damaged. The customer also reported a sound anomaly with the insulin pump. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No constant tone noted. Device received with broken reservoir tube lip. (B)(4).